Manufacturer narrative:
Combination product: yes. Only the stent was returned and subjected to a detailed technical analysis. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In the as-returned state the stent was located on the transportation wire about 10 cm proximal to the protector cap. The stent is deformed (i.e. Flattened) at both ends. The stent protector shows no damage or irregularity. The delivery system was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU advises the user to visually examine the stent system prior to the procedure to ensure that the stent is centered between the two radiopaque markers on the balloon, and not to use the stent system if any defects are noted.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The stent came off the balloon. It was assumed that the stent had been dislodged inside the lesion, but it could not be located in patients body. Eventually, the dislodged stent was discovered still attached to the stylet.

Manufacturer narrative:
Combination product: yes.